Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, mfg# (B)(4); lasso nav duo loop eco catheter, mfg# (B)(4); coolflow pump, unk; stockert generator, unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation and the physician discovered char on the catheter tip after noticing an inability to perform flushing with the device. The procedure was completed successfully with a similar-like device. There was no patient consequence. Char is a physical phenomenon of rf and can be the normal result of an ablation process. The awareness date was updated for this record because more information became available to bwi on (B)(4) 2014. The product has not been returned. The product investigation is pending product return.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation and the physician discovered char on the catheter tip after noticing an inability to perform flushing with the device. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the reported event, an irrigation test was performed and the catheter passed, no occlusion was observed. Therefore the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.